Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-2-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "igtcfs-65-2-uni-celect-pt filter inserted (B)(6) 2018 looked acceptable on completion ap cava gram. Attempted retrieval on the (B)(6) 2018 hook embedded in cava wall. CT showed anterior tilt to the filter. Advanced retrieval technique employed to remove filter". Patient outcome: unknown.

Event description:
Additional information received: patient outcome: the patient did require an additional procedure due to this occurrence: "advanced retrieval technique applied". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: investigation is based on event description and image review. The filter was deployed via jugular approach without significant tilt or immediate perforation. Approx. 24 days later filter retrieval was performed requiring advanced retrieval techniques due to the filter hook being embedded in the cava wall. The single image at the time of retrieval demonstrates insignificant lateral tilt, no penetration and only mild, decreased density of contrast at the cone of the filter. This decreased contrast could be due to wash out from the left renal vein, but may also signify the cone of the filter abutting the wall of the ivc. However, the primary filter feet do not demonstrate any significant offset, suggesting the cone should be somewhat centered in the ivc. If there is a filter tilt present, the cause is indeterminate with the information provided. There was no discussion in the complaint report regarding any predisposing or compounding factors that may have contributed to worsening tilt, such as a major abdominal surgery with manipulation of the ivc. Therefore, the cause of the filter tilt may be related to the intrinsic factors with either the filter design, or the patient¿s anatomy/biology. It is noted that the filter could still be retrieved without harm to the patient. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Cook medical will continue to monitor for similar events.